Event description:
On (B)(6) 2012, the patient's mom/reporter claimed the patient required hcp medical intervention for dka after she awoke with the pump powered off. The patient was in the ICU and treated with IV insulin and fluid. The patient felt nausea and tested positive for ketones. During troubleshooting, the power issue was not resolved with training. The cap on the insulin pump makes a sound like there is something loose (metal against metal). There was no visible damage to the cap, pump threads, or pump casing. There was no product misuse. The patient was admitted on (B)(6) 2012 and was released on (B)(6) 2012. She is currently on the backup plan. The product was requested back for investigation. This complaint is being reported because the patient required medical intervention for dka after the power issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box indicated rebooting had occurred. Visual inspection revealed no damage to the battery compartment, but the battery cap threads are stripped. The battery cap would not maintain an electrical connection. A test battery cap was used to complete investigation. The pump powers on normally with no alarms. The pump was exercised for 29 hours with no delivery issues and no further power issues occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation determined that the damaged battery cap was the cause of the alleged power issue. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.